Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Was there mesh exposure? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Date - time of onset of urinary tract infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical intervention performed for urinary tract infection? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If the device or further details are received at a later date a supplemental medwatch will be sent. First event for patient reported via this report. Second event for patient reported via mw # 2210968-2021-03133. Third event for patient reported via mw # 2210968-2021-03134.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and the mesh was implanted. It was reported that the patient was referred in (B)(6) 2020 and the device had eroded through vagina, but examination revealed that tape edge palpable but not eroded through vagina and was not tender. The patient was directed to use topical estrogen.